Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported experiencing a fluid leak. Patient stated she went to insert her cassette and seen fluid all over the floor and coming from the cassette door. Patient stated the liberty select powered off and wouldn't come back on. Patient is out of town and doesn't have any supplies to perform continuous ambulatory peritoneal dialysis. Patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.